Manufacturer narrative:
Device evaluation and inspection , service repair noted during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. An unidentified blockage protruding from the outlet pipe found. The blockage appears to be a black rubber like material. Service repair noted the foreign material blockage did not originate from the olympus scope. Additionally, service repair noted, the following defects were identified in relation to the customer specified fault (issue). : outlet pipe condition failed, blockage evident. Air channel volume failed, blockage evident. Water flow failed, not to specification. Water removal failed, not to specification. Water channel volume, failed blockage evident. In addition, the following findings/defects found during inspection and testing were noted : - insertion tube had delamination. - hole in the button. - lg (light guide) tube had delamination. - fluid invasion to plug unit. - water flow was not to specification. - water removal was not to specification. - electrical safety test was not to specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of device would not go through the machine since returned from repair. The issue found during maintenance. There was no patient harm, no user injury reported due to the event. Device return evaluation found foreign debris was found protruding from the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the air/water nozzle on the device was clogged with a foreign material. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this problem. However, it is probable that the issue occurred because fragments from another product (e.g., a valve or silicone tube) that was used with the endoscope entered the air/water channel and got stuck in the nozzle. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.